Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels in the 200's (mg/dl). The customer alleged that the elevated bg's may have been related to the cartridge; however, the system check performed with tandem technical support indicated that there were no cracks visible and no smell of insulin when in use. The customer administered a bolus via pump therapy.